Manufacturer narrative:
During the device evaluation, it was found that the motor assembly was a third party part, which is a probable cause of the reported smoking.

Event description:
It was reported that prior to a surgical procedure at the user facility, smoke was coming from the inside of the device where the battery connects, when the battery was inserted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The user facility could not provide any information regarding the battery that had been used.